Manufacturer narrative:
(B)(4). Date of this report - correction "(B)(4) 2018". Describe event or problem - correction "dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 ."

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was provided for evaluation but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.